Event description:
It was reported that the patient had severe pain throughout the healing process with swelling. Upon radiographs and multiple office visits, the implants at tooth locations #18, #23, #26 and #30 were removed due to peri-implantitis. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the event date was updated/corrected to february 5, 2025 and the product return date was updated/corrected to february 27, 2025. The following sections are being reported: b3: event date was updated. B4: date of this report was updated. D9: product return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.